Event description:
Information was received from a manufacturer representative. It was reported that prior to implant, they were charging an implantable neurostimulator (ins) and saw a power on reset (por) error message. The manufacturer representative had access to a clinician programmer 8840 and was able to clear the por with troubleshooting. The manufacturer representative stated that they still planned to use the ins for implant. It was noted that the issue occurred on the date of this report. No patient symptoms were reported and there were no complications. Indication for use is unknown.